Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis found that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not deploy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.